Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior-posterior colporrhaphy, ablation of endometrial implant tissue in vaginal apex, and cystoscopy.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 due to mixed urinary incontinence, stress urinary incontinence, cystocele, rectocele and post menopausal bleeding secondary to endometrial implants in the vaginal apex. It was reported that the patient experienced pain, urinary/bowel problems and bleeding. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced overactive bladder.

Event description:
Details: it has been reported that following insertion the patient experienced overactive bladder.